Manufacturer narrative:
The device was not returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined.

Event description:
Olympus was informed that during a diagnostic polypectomy procedure, the snare broke off while cauterizing a polyp and fell inside the patient. The device was retrieved with an unknown device. The intended procedure was completed with another similar device. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode from gei to fdi.